Event description:
It was reported the patient received inappropriate shocks due to non-physiological noise on the lead. Noise was noted on both the atrial and ventricular leads. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.